Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in atrial fibrillation on the first day of implant and for this reason the lead could not be tested. One day post implant this right atrial (ra) lead was tested and it exhibited increased thresholds. Chest x-ray showed slack removed from lead. Micro dislodgement noted. A revision procedure was performed wherein this lead was successfully repositioned. A day after revision procedure, the system did not return satisfactory measurements. A new chest x-ray showed lead dislodged again and slack removed from lead. Lead remains in service. Stated this lead is going to be monitored closely. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. The information obtained confirmed that a surgical procedure was performed on this patient. Evidence reasonably suggests that this lead was successfully repositioned. This right atrial (ra) lead remains in service.